Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event: date of event is estimated.

Event description:
It was reported that the patient experienced ineffective therapy and lost coverage for l1 lead. As a result surgical intervention took place wherein the existing lead was replaced.